Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a maintenance code 3 and an electrical test failure code #53. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) verified these error in the logs and began troubleshooting. Fse found that moisture was on the transducers and cleaned them off. The shuttle transducer was showing xx and once cleaned was within range with a value of 1. Fse performed a full system checkout. Unit passed all testing and was cleared for clinical use.

Event description:
N/a.